Event description:
Reported an initial result of 0 u/l for a pt ggt. When repeated, the result was 28 u/l. The incorrect value was not used to determine treatment. The field service rep repaired he instrument by replacing the sampling mechanism.